Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) indicated the cause had been a surgical error.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump it was reported that the patient underwent a routine pump replacement on (B)(6) 2024. Approximately 6 hours after the surgery the patient began to experience severe symptoms including agitation, intense itching, and elevated heart rate. The patient went to the emergency room in extreme distress. The patient had then been given oral baclofen and fentanyl and the symptoms had persisted. They were admitted to the hospital the next morning. It was reported that the physician had conducted diagnostic tests that indicated the pump had been functioning correctly but the patients withdrawal symptoms persisted. The baclofen in the pump was the replaced with a new batch and the symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.